Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the device was received at zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench testing and ECG stress testing using pads and leads without duplicating the report. The device was recertified and returned to the customer. Review of the device log indicates an issue with the ECG connection or an issue with the ECG cable itself. The log also shows that pads were connected, but were never used. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not submitted as there would be no potential for clinical impact.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via ECG cable/leads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.